Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: heartrail ii jl3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mid left anterior descending artery. A 2.5 x 12 mm nc trek balloon dilatation catheter was being used for pre-dilatation; however, the balloon ruptured during first inflation at 12 atmospheres. The procedure was successfully completed with atherectomy and the implantation of an unknown stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.